Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not detect the filled cartridge. The reporter indicated that the pump is pushing all of the insulin out of the cartridge during the load cartridge step. The patient has attempted the load step 3 times with the same result. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
(B)(4): the black box revealed pump not primed and no cartridge detected warnings. A force sensor calibration test revealed that the sensor is not detecting correct force. The resistance on the force sensor measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim and the force sensor shim was dimpled. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.